Event description:
It was reported the patient had an electrocardiogram in (B)(6) and since then they had been shaking more than usual. The reporter thought the programming was messed up. The patient still had the ability to control their stimulation. An appointment with the patient¿s healthcare professional (hcp) was scheduled for friday. Follow up with the patient¿s hcp indicated the cause of the event was determined and it was not device related. No reprogramming was needed and the patient did not have a loss of therapeutic effect or stimulation. The patient had lost their patient programmer so they were given a new one. The patient had a 50 percent or greater symptom reduction and they had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0fghq, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v840928, implanted: (B)(6) 2012, product type: lead.(B)(4).